Manufacturer narrative:
Concomitant medical products: unknown lead (x3).

Event description:
It was reported that prior to the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) battery bar was gray with pre-implant indication. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.